Event description:
It was reported that a graft fractured upon insertion. Fragments were removed and replaced. In addition, tip of plug driver fractured upon torquing. Tip of the driver remains embedded in the screw head. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Additional component involved in event: part no. 2000-9061, description: plug driver, product code: hxx.